Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon burst when it was about 90% inflated. A new delivery system was then opened and prepped, valve was dilated with new delivery system and balloon burst again, but this time after valve was fully deployed. Both balloons burst along the long access but were removed smoothly without withdrawal difficulty. There was no harm to patient and the valve was successfully deployed 80/20 with trace paravalvular leak (pvl).

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for delivery system balloon burst was unable to be confirmed due to no device or imagery was provide for evaluation. In this case, there was no allegation a device malfunction contributed to the reported event. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, "the commander delivery system balloon burst when it was about 90% inflated. A new delivery system was then opened and prepped, valve was dilated with new delivery system and balloon burst again, but this time after valve was fully deployed. Both balloons burst along the long access." The customer also stated that, "the lvot calcium was at fault for balloon ruptures". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.